Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes include skin preparation, or application issues, IFU offers further guidance. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the product was not waterproof because it fell with sweat.